Event description:
Dexcom g6 sensor inaccuracy: 8:02am g6 reading 115, finger stick reading is 86. That is a mard of 33.7%!!! Dexcom no longer follows up on product support requests and refuses to replace faulty products when requested. Please hold this wicked company accountable for their actions!

Event description:
Additional information received on 11/12/25 for report mw5178609. Dexcom g6 sensor inaccuracy: 10:01 am g6 reading 78, finger sticker reading is 116. That is a mard of 32.8%.